Event description:
An occipital lobe craniotomy was planned to be performed with the aid of brainlab navigation. During the procedure the surgeon: performed a registration that resulted in a statistically suboptimal match. Verified the accuracy and determined the accuracy to be acceptable. Reached the tumor and sent a sample to pathology unexpectedly received the result from pathology that no abnormal tissue was found. Closed the patient shortly after the pathology results came back. The surgeon informed that he has detected intraoperatively an inaccuracy of 1 cm laterally. There have been no negative clinical effects reported to brainlab for this specific patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was neither serious injury nor negative clinical effects to the patient reported to brainlab by the hospital. The most probable root cause is that after registration by the user the brainlab software did not find a match that was as accurate to the patient's actual anatomy as desired for this specific case. This situation was apparently not detected by the user with the according verification functionalities of the navigation software that are available. There is no indication of a systematic error or malfunction of the brainlab device. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.